Event description:
The user facility reported that the wire stretched and the coils came apart during a procedure. Follow-up communications with the user facility confirmed: (1) upon access the nitinol precision wire was inserted into a heavily calcified common femoral artery; (2) the sheath with dilator was inserted over the wire with resistance and the wire got stuck in the vessel; (3) with much force dr. (B)(6) was able to remove the wire and sheath; (4) the wire was completely stretched out and the coils came apart; (5) nothing was reported left in the patient; (6) a 0.18 nitinol wire from the galt micropuncture kit was used and successfully obtained access; (7) the procedure was completed successfully; and (8) the patient is reported doing "fine."

Manufacturer narrative:
The involved device was not returned for evaluation and the lot number is unknown, which limits the failure investigation to the information provided by the user facility and evaluation of the retain samples of the involved product code. Visual inspection confirmed that there were no anomalies or defects. Functional testing of retained samples confirmed that product performance specifications were met. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Although a definitive root cause cannot be determined, there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). The user facility discarded the sample.